Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a left ventricular lead implant procedure, the patient complained of chest pain. An echocardiogram revealed a pericardial effusion due to perforation of the coronary sinus. A pericardiocentesis was performed to resolve the issue and the lead was explanted. The patient was in stable condition following the procedure.